Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg >400 mg/dl); however, bg level was not confirmed with glucose meter. Infusion set was changed and correction boluses were delivered. Cause of elevated bg was not known. Pump system check with tandem technical support found pump to be functioning as intended. Customer resumed pump therapy.